Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7fr sheath hole prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the prostyle device broke at the junction between the metal part and the black polymer part. The polymeric part remained inside the patient. A cut down was performed to remove the polymeric part. The evar procedure was completed, and hemostasis was achieved via the cut-down [surgical suturing]. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported device separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.